Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device were performed following bwi procedures. Visual analysis revealed that the tip of the device was broken. A deflection test was performed, and the curve was deflecting within specifications. A manufacturing record evaluation was performed for the finished device 31299690m number, and no internal actions related to the reported complaint condition were identified. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of damage on tip could be related to the handling of the device after the procedure, however, this cannot be established. The instruction for use states: do not scrub or twist the distal tip electrode during cleaning. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an svt (supraventricular tachycardia) ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter and post procedure the bwi product analysis lab identified a broken tip. During the procedure, the physician stated that the catheter was no longer deflecting. The catheter was replaced and the procedure was continued. No patient consequences were reported.